Event description:
After the pt was discharged from the hosp the screw came out. Four days after the event the pt was able to contact the dr who told her that she needed a second operation. The dr was warned that the screw was not approved by the FDA. However, he still put the screw in. The pt was in constant pain. On a tv show it was reported that the screw can paralyze a pt. Therefore the dr removed the pt's screw on 2/2/95. The pt got a second opinion and finally the dr corrected the problem. The pt is still in pain but stated "now I can walk." Add'l implant date 3/23/94.